Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3 syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle and the hub stayed inside the shield when it was removed. Verbatim: consumer reported, when she removed the needle shield, needle and hub stayed inside 3 syringes affected".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-30. H6: investigation summary: customer returned (4) 3/10cc, 8mm, 31g syringes in an open poly bag from lot # 9343326. Customer states that the needle and the hub stayed inside the shield when it was removed. All returned syringes were examined and all samples exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch # 9343326 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Bd was able to confirm the customer¿s indicated failure. CAPA pr1630423 has been opened to address this issue. H3 other text : see h10.

Event description:
It was reported that 3 syringe 0.3ml 31g 8mm wholeunit 10bg 500 separated from the hub during use. The following was reported by the initial reporter: "it was reported that the needle and the hub stayed inside the shield when it was removed. Verbatim: consumer reported, when she removed the needle shield, needle and hub stayed inside 3 syringes affected."